Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guidewire was returned unloaded from the delivery system. The guide catheter was severely stretched and it was detached. Additionally, it was observed that the push catheter was kinked. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. Upon analysis, it was determined that the guide catheter was stretched, detached, and the push catheter was kinked. These problems observed on the guide catheter indicates that there were problems related to the insertion and removal of the guidewire. The observed problems on the guide catheter may be related to the push catheter kinked and the push catheter kinked could have been caused by user manipulation, some technique applied during procedure and or tortuous anatomy could have contributed on this problem. Once the push catheter kinked, the guide catheter could have been affected. Also, the action of the user by pulling the guide catheter ended stretching it and detaching one part of it. Since the guide catheter presented these conditions, the guidewire may have been stuck. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure in the bile duct performed on (B)(6) 2021. During the procedure, it was noted that the stent was successfully deployed, however, when the guidewire was attempted to be removed, it got stuck in the catheter. Therefore, the stent, delivery system , and the guidewire had to be removed at the same time from the patient. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event.